Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. However, the insulin pump was received with minor scratches on the display window, a cracked case at a display window corner, a cracked reservoir tube lip and a broken belt clip slot.

Manufacturer narrative:
(B)(4).currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported the insulin pump alarmed external ram crc error and unexpected restart again. Customer's blood glucose was 116 mg/dl. Alarms and possible causes were explained to the customer. Alarms were noted in the device alarm history. Customer stated a temp basal was not programmed before the alarms occurred. The device was not stored for an extended period of time. Alarm did not occur shortly after inserting a new battery. Customer was advised to monitor the device wile replacement arrived. No further information reported.